Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the right ventricular (rv) lead exhibited some oversensing immediately after programming the lead sensitivity. Electrogram strips were reviewed in which it was noted that the oversensing did not persist after the programming, and the lead remains in use. No patient complications have been reported as a result of this event.